Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, the returned crt-d was analyzed, passed all tests performed and exhibited normal device characteristics. Thus, the allegation against the device was not confirmed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.